Manufacturer narrative:
Device history record as no lot number was provided a DHR review could not be completed. Capas and ncrs associated with lot as no lot number was provided a review of capas and ncrs could not be completed. Due diligence ea emailed surgeon on 4 june 2024, 11 june 2024 and 18 june 2024 to get additional information but was unable to get additional information about event and product information. Risk analysis and previous complaints cerapedics risk analysis document ra-001, revision 23 (putty) was reviewed. The failure mode identified in this complaint is already identified under line item 40 - "wound complications including hematoma, site drainage, and infection." Therefore, no updates to the risk assessment are required. There have been 5 (five) previous complaints related to this potential failure mode. Based on the total number of units distributed (n=286,101), the observed rate is 0.0017%. The mitigated risk probability for this potential failure mode is estimated to be 2 or an estimated occurrence rate of 0.25%. Therefore, the benefit-risk analysis remains unchanged. Us putty IFU (p/n 40002-07-4) lists the following as a potential adverse event: "wound complications including hematoma, site drainage, infection dehiscence and/or necrosis". As such, no updates are required for the IFU. Conclusion as cerapedics putty was mixed with nuvasive attrax putty it can't be determined which putty product caused the seroma. We have very high confidence that the putty device was fully conforming to its specifications. However, out of an abundance of caution this complaint is being incorporated into the risk management process. As no lot number was provided, manufacturing records could not be reviewed. No additional actions are required at this time.

Event description:
Surgeon reported that he used I-factor putty mixed with local bone and attrax in a long construct. Surgeon observed a seroma post-operation that required surgical intervention to remove the graft. Three attempts were made to get additional information and no response was received.

Manufacturer narrative:
Investigation ongoing. Currently attempting to get additional information.

Event description:
Surgeon reported that he used I-factor putty mixed with local bone and attrax in a long construct. Surgeon observed a seroma post-operation that required surgical intervention to remove the graft.